Event description:
Event description guidant received information that this implantable pacemaker (ipm) had an elective replacement indicator. The indicator was cleared and the battery gas gauge was just above the replacement indicator. The lead impedance was 210 ohms at implant in august, 2001 and is 400 ohms now. The ipm was explanted/replaced and returned for analysis.